Event description:
It was reported that a one-link catheter extension set was observed with no flow while connected to a non-baxter product. The step in the process during which this occurred is unknown. There was no report of patient involvement, injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned for evaluation; however, a photograph of it was received. No defects were observed during the photograph's inspection. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a one link luer activated device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a pressure gauge for clear passage and pressure testing with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.